Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the pump was programmed to deliver morphine sulfate 1mg/ml, in the pca only mode, with a 2mg pca dose, a 10 minute pt lockout, and a 30mg unspecified dose limit. The customer contact reported that after an unspecified length of time, during nursing rounds, "the display read 44 delivered and the vial still full." It was reported that at an unspecified time, the pt's pain level was "10/10". The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were required. Though requested, no additional info was provided.